Event description:
It was reported that the pump turns off randomly. There was no patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a scratched lens, and a bubbled dso seal. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem; however, there were signs of fluid ingression on the main board. The root cause was unable to be established. The main board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.